Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus france (ofr). Ofr checked the subject device and found followings. - the glue of the bending rubber was worn out. - the instrument channel port was scratched. - the air/water cylinder and suction cylinder unit were scratched. - the forceps raiser angle was out of specification. Ofr requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and ofr could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus. (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, gram-positive bacteria (7ufc/endoscope) were detected from the sample collected from all channels of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, klebsiella pneumoniae(>100cfu) were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.